Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately high. The pt had obtained a 178 mg/dl on their meter, while feeling dizzy and light headed. The pt was unwilling to indicate what actions pt took following the use of their meter. At some point in the time the pt had fainted, while walking, and had hit their head on the sidewalk. Pedestrians had managed to get pt inside a store to call an ambulance. According to the info provided, within 10 minutes of their 78 mg/dl reading the ems meter had read 25 mg/dl. No treatment info could be recalled. They were unable/unwilling to answer any further questions regarding the incident or their products. The customer service reprensentative was able to confirm that the calibration code was set correctly and unit of measurement was in mg/dl. It is unknown if their test strips were expired, stored improperly, or in good condition. Pt's medication regimen is unknown. Senior medical affairs specialist mailed a letter since the pt could not be reached for further questioning. There is little info to confirm that the event meets the criteria for a medical device reportable. However, since the meter read 178 mg/dl while they were experiencing hypoglycemic symptoms, there is an indication that the meter may have contributed to the injury. The pt may have been mistreated based on the reading or delayed self-treatment as a result of the reading.